Event description:
It was reported that, during a real intelligence cori assisted tka surgery, when trying to burr the distal femur, the burr would move in and out of the real intelligence robotic drill but pressing the orange pedal would not spin the burr. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The drill connected successfully to a known working cori console, during a mock tka case, an overused drill message was observed before test case and the bur failed to calibrate, and burr failed to spin when foot pedal was pressed. Device motor housing was removed no visual abnormalities were found with the wiring. Both motors were removed for deeper investigation, and it was discovered that the drill slip shaft was broken and lodged inside the carriage, preventing bur rotation. The drill motor was replaced with a well-known working motor, and a mock tka was performed, and no issues were observed with the device loading and unloading of the burr and burr spent as intended. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken slip shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.